Manufacturer narrative:
Result: the complete manufacturing and material records for the subject valve will be retrieved and reviewed by quality control at sorin group (B)(4). Histopathological evaluation will be conducted upon receipt of the device.

Event description:
The manufacturer was informed on (B)(6) 2014 that a mitroflow valve was explanted 2 months post-op due to the confirmed increase of regurgitation and hemolysis. It was further reported that it could be due to distortion of valve leaflet caused by the deformation of one of stent posts. There was no anomaly confirmed around mitroflow. Since aorta was thin and highly calcified, these factors could have possibly affected the valve stent. The device was replaced by a non-sorin bioprosthetic valve (19mm). Mitral valve was also replaced by a bioprosthetic valve during this surgery.

Manufacturer narrative:
This mitroflow valve was explanted after 3 months due to a reported prosthetic regurgitation and hemolysis. There was no evidence of calcification or endocarditis in the returned valve. Histological analysis showed the superficial degeneration of collagen fibers and mesothelial delaminations. Histological analysis also identified inflammatory cells throughout the samples. The document review confirmed that the valve satisfied all material, visual, and performance measures of a size 19 mitroflow valve model 12a at the time of manufacture and release. In addition, detailed and systematic analysis as part of sorin's customer quality assurance revealed no additional clinical features, findings on diagnostic imaging or findings on pathologic evaluation that might further be attributed to this outcome. It is possible that the aortic regurgitation detected in the patient led to hemolysis. As reported in experimental works stented porcine or pericardial prostheses have shown that turbulent shear stresses might cause endothelial damage and sublethal or lethal damage to blood corpuscles. Sponga et al.2 in 2012 discussed factors that contributed to residual regurgitation in aortic valve replacement. The study determined that the presence of severe calcification of the annulus and smaller body and bioprosthetic valve size are predictors of residual aortic regurgitation.

Event description:
The manufacturer was informed on (B)(6) 2014 that a mitroflow valve was explanted 2 months post-op due to the confirmed increase of regurgitation and hemolysis.. It was further reported that it could be due to distortion of valve leaflet caused by the deformation of one of stent posts. There was no anomaly confirmed around mitroflow. Since aorta was thin and highly calcified, these factors could have possibly affected the valve stent. The device was replaced by a non-sorin bioprosthetic valve (19mm). Mitral valve was also replaced by a bioprosthetic valve during this surgery.